Event description:
It was reported the customer did not feel secure with their insulin pump. Customer reported having no delivery alarms and motor error alarms. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Pump unable to prime during prime test due to faulty force sensor resistor. Unit passed displacement, rewind, basic occlusion, occlusion test. No motor error alarm noted. Motor passed motor test. Unable to verify no delivery alarm due to prime anomaly. Unit had scratched display window and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.